Event description:
Reporter indicated that pt has had more trouble swallowing since vns implant which is thought to have been due to damage of the vagus nerve from the surgery and not due to stimulation. It was reported that the vns therapy does not seem to be helping the pt's seizure control even after being programmed to high settings over the past year, although sometimes when the pt's device is swiped with the magnet during an aura, the seizures do not occur. It was reported that there have been many changes in the pt's medication regimen as well. Diastat is reportedly used for every seizure because some of them last for 20 -30 minutes at a time. The pt is also coughing more and does not eat as well as she used to since vns implant surgery. Additionally, x-rays revealed that the lead electrodes were inverted on the vagus nerve at implant. Investigation to date has been unable to determine whether the pt's dysphagia is a result of nerve damage.